Manufacturer narrative:
The pump was returned to (B)(4) for evaluation. A DHR review was completed and found no non conformances. During the investigation (B)(4) was able to confirm that the pump was not alarming load set correctly. This was due to the upstream sensor being outside of product specification. This was repaired and the pump returned.

Event description:
The initial reporter stated that the pump was under infusing. When the pump was returned to (B)(4) it was discovered that while the pump was infusing correctly, it did not alarm load set when it was expected to. The initial reporter stated that there had been no impact on the patient due to the original complaint. (B)(4).